Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009, inratio meter: 1.1 inr, reference: 2.8 inr. Mean: 1.95, confidence limits: 1.3-2.7. Customer stopped taking coumadin two days before the coagulation test. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010, inratio meter: 1.5 inr, reference: 1.5 inr. Mean: 1.50, confidence limits: 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Type of test: accuracy: retained strip, strip lot: 214549, strip code: lb66v, quantity: 6. Returned strip, strip lot: na, strip code: na, quantity: na. Comparative system: sysmex 560, type of donors: therapeutic. Functional test: no. Visual inspection: yes. Investigation results, accuracy: see scanned table. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for strip lot 214549 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria, and then no further action is required. Customer results analyzed and accuracy confidence limits were not met. Indicates pt had lapse in dosage prior to results obtained. Update results, after resuming coumadin, analyzed and accuracy confidence limits were met. Hin-house accuracy test performed with retain strips and retain meter, and accuracy criteria met. No further investigation will be pursued. As of 02/04/2010, 10 discrepant results complaint was reported for lot # 214549 yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009, inratio: 1.1, lab: 2.8. Date: (B)(6)2010, inratio: 1.5, lab: 1.5.